Manufacturer narrative:
Failure analysis revealed that the insulin pump had black vertical lines on the display. Problem isolated to the liquid crystal display. Further testing was not performed due to the black vertical lines.

Event description:
It was reported that the insulin pump had a blank display. The battery was replaced and vertical lines were displayed. No further information was provided.